Event description:
It is reported that the device was implanted in 1997. The patient has developed osteolysis and a revision surgery is being scheduled.

Manufacturer narrative:
Evaluation summary: a definitive cause cannot be determined. No product was returned. Review of the device history was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers this investigation closed.